Event description:
Customer states that they were using beckman coulter digoxin reagent ('dign') lot number m906076 on a synchron cx7 instrument and obtained an oir lo result. The sample was re-run using 'dig' reagent and an oir hi result was obtained. Customer reported the result as <0.2 sample was re-ran using both 'dig' and 'dign' with results for 'dig' in the therapeutic range and 'dign' results from 0.2-0.5ng/ml. Customer believes the lower results using 'dign' reagent are incorrect. Incorrect low digoxin results, used for dosage decisions could cause additional digoxin to be administered that could place the levels in the toxic range.